Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the accuracy functioned as designed. The rep used the instruments that were used in the case and referenced them to a spin with the spinal model. A clamp was placed two levels away from accuracy check points. The same was tested by adding a second navigation system. Both navigation system showed the accuracy performing as intended. The system then passed the system checkout and was found to be fully functional. Analysis on the software resulted to be inconclusive and was unable to determine a probable cause since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar spinal deformity procedure, there was an alleged inaccuracy according to the surgeon. The site took the initial imaging spin and performed accuracy check (frame was placed on l3 or l4). Accuracy was then checked at in the t2-t7 area and it was not accurate. They did not check at the reference frame. He did ask if respiration was suspended by anesthesia (he was not present when this occurred) and they confirmed it was. The site then proceeded to use a pointmerge instead. The reference frame was moved to mid thoracic (t7 or so). Upper thoracic t2 (used for pointmerge). Surgeon noted that accuracy degraded over time. No decompressions were done. There was a delay to the procedure of 20 minutes. There was no reported impact on patient outcome.